Event description:
Acuson acunav 8f - 110cm catheter device broke prior to use on a patient. The knob on the torque device broke free from the rest of the device leaving it unable to use. The device did not harm the patient. A new device was used with no issue.